Manufacturer narrative:
Regular user of (B)(6) explained that she has used regular and super absorbencies from this multi absorbency package and had issues with both. When removing the tampons they would elongate and leave pieces inside her vagina. This MDR is for (B)(6). An assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends a root cause could not be determined. The complaint could not be confirmed. No corrective action is needed at this time. No preventive action needed at this time. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
Regular user of (B)(6) explained that she has used regular and super absorbencies from this multi absorbency package and had issues with both. When removing the tampons they would elongate and leave pieces inside her vagina. The string did not separate from the tampon and the tampons appeared normal prior to use. She was able to remove all the pieces and did not seek medical care. This happened with at least half the package.